Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited oversensing of noise on all channels which was detected via latitude (remote monitoring system); however, it was not significant enough to be detected for a longer period on the right ventricular (rv) lead. The field representative indicated that the patient had been hospitalized two days prior for an unrelated issue. Therefore, it was suspected that the noise came from an external source. This device remains implanted and in service. It was noted that the patient had no symptoms. No further action has been taken at this time and no adverse patient effects occurred.